Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider; the service provider reportedly cleaned the graphic user interface and observed the ventilator for 30 minutes with no issues. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the 840 ventilator had a touch screen blocked alarm during ventilator set up. There was no patient connected to the device at the time of the event.